Event description:
A caller reported an error occurring with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, walked the caller through the process, and advised waiting 20 minutes before starting a new sensor session, which the caller understood and followed.